Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6)/223990199, UDI#: (B)(4). Product analysis (B)(4): the initial inspection reveals that the reported issue was confirmed. The connector part was damaged. Patient interface (B)(4) imdrf codings: fdd a070803, fdm b01, fdr c070601, fdc d02 & img g04034. Manufacturing date for pli-60 (console) : 2022-03-16 console (B)(4) imdrf codings: fdd a070803, fdm b21, fdr c21, fdc d16 &img g02030. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, tried to turn it on to upgrade the nim fca version, but the device would not start. There was a beeping sound during startup, and even after restarting five times, there was no improvement. There was no patient impact.

Manufacturer narrative:
H3: product analysis: patient interface (nim4cpb1) could not verify the no power. The connector part was damaged and defective fuse label. H6: initially submitted codes fdr c070601 & fdc d02 are no longer applicable. Product analysis: nim console (nim4cm01) could not verify no power. The unit presented with a software (v1.1.1) failure due to a defective ssd. H6: initially submitted codes fdm b21, fdr c21, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: updated product analysis: patient interface ((B)(6)): during the inspection upon acceptance, the requested phenomenon was observed. Also, it was observed that the version is not the latest. Updated product analysis: nim console ((B)(6)) during the inspection upon acceptance, the requested phenomenon was observed. Also, it was observed that the version is not the latest. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.